Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation and additional information obtained after customer care (cc) reviewed the initial call. The patient alleged that the product issue began at 8:30 pm on (B)(6) 2021. The patient informed that they obtained blood glucose readings of ¿500 and 124 mg/dl¿ on the subject meter, within 20 minutes of each other. The patient manages their diabetes with insulin (humalog ¿ 25-75 units) and stated that they took an unspecified dose of insulin based on the readings. The patient indicated that the following day at 7 am their glucose went ¿low¿, and the patient¿s wife called the paramedics. During review of the call it was confirmed that the patient was ¿unconscious¿. The patient was treated at home by a nurse with a glucagon injection. Before the treatment a blood glucose reading of ¿32 mg/dl¿ was obtained on an unspecified device. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter and reportedly received hcp treatment for an acute low blood glucose excursion.